Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for evaluation. During investigation, the reported issue could be confirmed. The condition was found to have occurred due to an issue with the real time clock battery. The root cause of this issue could not be established.